Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced two system power manager (spm) modules and two switcher power supply in order to resolve the customer reported problems. The system was tested and verified as ready for use. Isi did receive the products involved with this complaint to perform failure analysis. The two spm were analyzed, and the reported failure was not replicated. In the system logs the error 817 was found, confirming the failure occurred in the field. No issues were found during visual inspection related to the reported issue. Both spms were installed onto the golden system where the components functioned as expected. The golden system was set to run 10 power cycles and sitting idle for one hour. Once testing was completed, the system error logs were inspected, but no error could be identified. The switcher power supply was analyzed but the reported failure was not replicated. However, the error was confirmed via error logs/system log. The 817 error was found in the system logs, indicating a failure has occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto the golden system where the unit has failed with an error 417 and the fans were not spinning. The system did not show an error message with regards to the patient cart running on battery. Upon viewing the spm status, it was found that the power supply voltage was 0.337v and the power supply currents was 0.137a. This unit was not functioning as intended. Additionally, the switcher power supply was analyzed, and the reported failure could not be replicated. However, when reviewing on artemis, there was a 817 error code onsite which means: loss of ac on patient side cart (psc), switched to battery. Upon visual inspection the fan was dusty. The power supply was installed and tested on system. The system started without any errors. Then 10 power cycles were performed, and the system works normally without any issues. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to an electrical issue on the switcher power supply, resulted on low voltage and current measurement generated for psc.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient cart was running on battery message and system logs showed error 817. The psc power cable was fully seated in a working wall outlet, and the breaker switch is turned on before calling. The site moved the psc power cable to another wall outlet with no change and performed multiple hard reboots / epos on the patient cart with no success. The battery status indicator has gone from 3 solid green leds to 2 solid green leds. Site plugged a phone charger into the wall outlet to confirm it is working properly. Site did not have another patient cart to use, and the surgeon has elected to complete the procedure laparoscopically. The procedure was completed with no reported injury.